Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. H3: the altatrack guidewire was discarded and not returned to the manufacturer for evaluation, thus no returned product investigation was performed. H6: dissections during this kind of procedure are a known risk and are covered by the device risk management. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a peripheral therapeutic fevar procedure, an altatrack guidewire was used with a non-philips catheter, navigating into the right renal artery (rra). During catheterization, the physician lost tactile feedback of the guidewire, due to the severely tortuous and stenotic vessel, creating a dissection at the origin of the vessel. A digital subtraction angiogram (dsa) confirmed the location and the severity of the dissection. The case continued as normal by deploying the aortic and bifurcated grafts in the iliac limbs. Upon completion, the visceral vessel was stented which was pre-planned as part of the procedure. The dissection at the rra was treated with multiple stents. Dsa confirmed proper positioning of the graft and stent placements. Final dsa image of the aorta, iliac, and visceral vessels were normal and patency was confirmed in the rra. This adverse event is being submitted because the altatrack guidewire likely caused a dissection, requiring additional intervention. There was no alleged malfunction with the altatrack guidewire.